Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was upgraded to status 1a on the transplant list due to sternal wound infection. The pt underwent a heart transplant procedure.

Manufacturer narrative:
The MFR is attempting to acquire additional info. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.